Manufacturer narrative:
For the reported complaint,the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration of device or device component, malposition of device and patient device interaction problem. This report was received from a single source. This event did involve patient with no patient consequences. The patient is female; however, the patients age and weight was not provided.